Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 19jun2019. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated there is no malfunction with the machine. The hospital has an operation problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been

Event description:
The customer reported blower failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.